Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the thread was without the needle. There is no patient involvement. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 4,608 units of this code-batch. There are no units in our stock. We have received 6 closed samples and 1 open sample (seem used) with the needle detached from the thread and the thread is not wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.81 kgf in average and 0.38 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA in the system in order to determine root cause and actions to correct/prevent this defect to happen.